Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that detached sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed because sensor wire is still attached to housing puck. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).